Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced infusion set detachment event on event on (B)(6) 2025. The infusion set was in use for 3 days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.